Event description:
It was reported that during use in a shoulder arthroscopy, the tip of the suture hook broke off. The tip was retrieved without injury or surgical delay.

Manufacturer narrative:
Investigation findings: the product was returned for evaluation without the detached piece. The customer's reported problem was verified. It was noted that the outer tube was severely bent and the tip portion was detached at the weld. A review of product history found one similar event. Lateral or excessive force can cause this type of failure.